Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the ventricular side was not capturing and that the refractory period was out of specification. Analysis did find that the side bail covers were broken and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that the ventricular side was not capturing and that the refractory period was out of specification. Analysis did find that the side bail covers were broken and that the battery contacts were compressed. (B)(4).

Event description:
It was reported the ventrical side is not capturing and the refractory period is out of specification. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the ventricle side is not capturing and the refractory period is out of specification. The device was returned for repair. There was no patient involvement. From pe-(B)(4)-it was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Manufacturer narrative:
This report is being resubmitted due to an issue with esg/FDA. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ventricle side is not capturing and the refractory period is out of specification. The device was returned for repair. There was no patient involvement. (B)(4) - it was reported that the external pulse generator (epg) was not capturing. Testing was done and the biomedical engineer was not able to reproduce the issue. There was no refractory result shown while testing. The epg will be returned for additional testing and calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.